Event description:
It was reported that during a total hip surgery a pe insert was implanted in the trident shell. According to the surgeon, this took place in accordance with the surgical protocol and no pressure was added to the hooded section of the rim. The surgeon reported that during the trial reduction with femoral broach and trial head the insert became detached out off the shell. Surgeon further reported that macroscopic inspection of the insert showed an irregular surface of the hooded rim and locking area of the insert. A new insert with the same catalog number was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.